Event description:
The iab leaked and the iab was removed. A second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility.(event complications: none from the event - reported 10/22/97.) (Pt's current status: unk - rpt'd 10/22/97.)